Manufacturer narrative:
The technician zeroed out the scale, and the pt position mode functioned properly. The technician in-serviced the nursing staff. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
The account alleges that the pt position mode did not alarm when a pt exited the bed. No injuries were reported.